Event description:
It was reported that a patient underwent a revision procedure approximately 9 years post implantation due to pain. Additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Common device name: phx. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.no product was returned or pictures provided; visual and dimensional evaluations could not be performed.review of the device history record(s) identified no deviations or anomalies during manufacturing.medical records were provided and reviewed by a health care professional and a timeline was created. Review of the available records identified the following: -2 year postop visit: pain rating 5.4; taking average 6 pills per day; otc and narcotic medications, bicep tendon tenderness, feels shoulder is getting worse but remains satisfied with the operation. -3 year postop visit: pain rating 7.1; no use of otc or narcotic medications, -4 year postop visit: ae tenderness to the top of shoulder that bothers with certain activities, daily use of oral medications for pain relief. -6 year postop visit: ae pain with overhead activities. -9 year postop revision: ae liner exchange due to pain, study completion due to device removal.a definitive root cause cannot be determined.if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.